Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result from a patient sample occurred using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. A definitive assignable cause for the higher than expected troponin I result could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Although there was no indication the vitros tropi es reagent issue contributed to the event based on acceptable historical troponin quality control data, a vitros tropi es reagent issue cannot be completely ruled out, as the troponin I level in the low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as the customer is not processing the samples in accordance with the sample collection device manufacturer¿s recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros troponin I patient result: 0.281 ng/ml vs. Expected <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result was reported from the laboratory due to the customer's protocol to report any patient sample results with critical values. Also per laboratory's protocol, the samples with critical values are repeated immediately, and therefore, a corrected report was issued the same morning to the physician and no treatment was altered, stopped, or initiated as a result. There was no allegation of patient harm as a result of this event. (B)(4).